Event description:
It was reported that noise was observed. The noise does not appear to be from an external source and is likely an impending lead fracture. The patient is non-pacemaker dependent, so the lead will continue to be monitored via clinic visits for the time being. The patient was stable.